Event description:
It was reported that the customer experienced issues with the keypad on the insulin pump. The customer stated the one of buttons was sticking and that when the customer went to bolus, the carbohydrates kept scrolling. The customer removed the battery, inserted another battery and the numbers kept scrolling when resetting the date and time. The customer's blood glucose was 306 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. The customer also mentioned receiving a battery out limit alarm that they declined to troubleshoot. Advised to keep the battery out of the insulin pump to avoid more alarms. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with currents within specifications. No unexpected battery out limit alarms noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratches on the lcd window, cracked case near display window corners, cracked reservoir tube lip, and missing end cap sticker.